Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of being unable to interrogate the device with a programmer as the device was returned with no telemetry. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the inability to interrogate the device was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that during pre-implant preparations, multiple attempts were made by a company representative to interrogate this boxed/unopened subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, however, an interrogation was not able to be performed. Another device was able to be successfully interrogated with the same programmer. This device was never used and will be returned. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported, that during pre-implant preparations. Multiple attempts were made by a company representative to interrogate this boxed/unopened subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer. However, an interrogation was not able to be performed. Another device was able to be successfully interrogated with the same programmer. This device was never used and will be returned. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed. And this report would be updated at that time.